Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed devitrification in the glass cap. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The glass cap was fractured at the fiber/glass cap fusion zone. The distal portion of glass cap fracture was missing. The heat shrunk tubing open end wall integrity exhibited minor scratch marks and signs of melting. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of known inherent risk of device was assigned to this investigation. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of cap fracture.

Event description:
It was reported that the fiber was received without information. Analysis of the returned device identified that glass cap was fractured at the fiber/glass cap fusion zone. The distal portion of the glass cap fracture was missing.